Manufacturer narrative:
The device was sent to philips bench for evaluation. The rft preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The reported problem was confirmed. The customer was provided a replacement device tele mx40, 2.4 ghz, ECG only, exchange part number - 453564262531, serial number - (B)(6) to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event.